Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: 2017 improper or incorrect procedure or method-incorrect prep. The additional armada balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the posterior tibial artery. Prior to use, the 3.00x200mm and 3.00x150mm armada balloon dilatation catheters (bdc) were not prepped (air aspiration) outside the anatomy. The bdcs were advanced to the target lesion for dilatation; however, both balloons ruptured at 8 atmospheres (atm) during the first inflation. There was no adverse patient effect and clinically significant delay reported in the procedure. Another armada 18 balloon was used to complete the procedure. No additional information was provided.